Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and external ram crc error. Customer's blood glucose value was unknown. Customer stated that the pump was working fine, only got this alarm after replacing battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error, reset time or date anomaly after change battery noted during testing. (B)(4).